Manufacturer narrative:
The actual device involved in the incident was not available for the MFR to evaluate. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. The facility reported the clip covered the needle tip as intended and the cut was received from the clip. The safety clip is designed to cover the tip of the needle, however, this portion of the needle is made of rigid metal and should still not be handled after the clip is activated. Cdc guidelines and / or facility protocols should always be followed. Sharps should be disposed of immediately into appropriate sharps containers. All available info has been provided to the actual MFR, b. Braun medical industries.

Event description:
As reported by the user facility: nurse laid stylet down after catheter insertion. When she gathered up used equipment, she received a cut to the palm of her hand. She believed it was the clip that cut her, not the needle tip. Additional info provided by the nurse manager at the facility indicated the clip was covering the tip of the needle at the time of the incident. The sample was discarded and is not available to be evaluated. Additional info provided by the nurse involved in the incident indicated she is fine and all protocol blood work testing performed has been negative.